Manufacturer narrative:
All buttons functioning properly. No damage or unlocked j2 or lcd keypad connector during visual inspection noted. No motor error alarm or motor position encoder error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor position encoder error. The customer¿s blood glucose level was unknown. The customer reported that the buttons were not responding and also had motor issue. It was reported that they had motor position encoder error. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.